Event description:
The customer contacted stryker to report that their device would not power on during a patient event. When the device did not power on, CPR was continued. A back up device was retrieved and was able to provide therapy to the patient. The customer advised that the patient was successfully resuscitated.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
The device was removed from service and was scrapped by the customer.

Event description:
The customer contacted stryker to report that their device would not power on during a patient event. When the device did not power on, CPR was continued. A back up device was retrieved and was able to provide therapy to the patient. The customer advised that the patient was successfully resuscitated.